Event description:
It was reported per field svc report: symptom - reported source side helium leak while on a pt. Nurse complained of having to replace empty helium bottles multiple times. Biomed replaced pcs (pneumatic control switch) assembly and found unit has a pt side helium loss. Findings action/taken: confirmed pt side helium loss, source side checks okay. Replaced pump assembly and performed helium leak test with no leak found pt or source side unit. Failed fos (fiberoptix sensor) test, verified fos board faulty. Replaced fos board. Replaced broken main switch cable. Unit passed functional checkout. According to the hosp biomed the nurse complained of having to use several bottles of helium during the iabp therapy. There was no harm to the pt. Add'l info received on (B)(6) 2012, stated that the sales rep was in the hosp on (B)(6) 2012, several days after the incident occurred. It was reported from the clinical nurse mgr that they had sent the iabp down to the biomed that had continuous helium alarms. When they switched the iabp out successfully the alarms discontinued. There were no complications to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.